Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer to perform a hard reboot and assess for further battery issues. The customer stated she would replace the device and evaluate the ventilator to determine if a repair will be necessary. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.